Event description:
Removal of infected left total hip and placement of antibiotic spacer. Had primary total hip done in (B)(6) 2014. We are not sure where she had the total done. Patient fell approximately two months ago. Patient was brought back to surgery and a revision was performed on the left total hip. Again not clear on history no notes were found as to where she had the primary or revision was done. Surgeon is removing two screws, cup, liner, ball and hip stem. Surgeon will insert an antibiotic spacer using an accolade cm stem with antibiotic cement. Hospital will retain implants

Manufacturer narrative:
Catalog number for the cup, head and stem referenced in the initial report. Cat. No.: 542-11-50e, trident psl ha cluster 50mm, lot code: mnk4j0; cat. No.: 6260-9-136 v40 cocr lfit head 36mm/0, lot code: unknown; cat. No.: 6020-3535 accolade 132 size 3.5, lot code: 43304204. An event regarding infection involving an unknown liner was reported. The event was not confirmed. Method & results: a visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Removal of infected left total hip and placememt of antibiotic spacer. Had primary total hip done in (B)(6) 2014. We are not sure where she had the total done. Patient fell approximately two months ago. Patient was brought back to surgery and a revision was performed on the left total hip. Again not clear on history no notes were found as to where she had the primary or revision was done. Surgeon is removing two screws, cup, liner, ball and hip stem. Surgeon will insert an antibiotic spacer using an accolade cm stem with antibiotic cement. Hospital will retain implants.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additionally, and unknown cup, head, hip stem and screws were reported. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Hospital will retain implants.